Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used to try and treat a stenosis within the bronchus of a patient on (B)(6), 2010. According to the complainant, after half of the stent had been deployed, the physician felt resistance while pulling on the deployment suture; the stent could not be completely deployed. The physician was able to safely remove the device from the patient and use another ultraflex stent to complete the procedure. The physician noted that the delivery system bowed when additional force was applied to the deployment suture, and that the suture was not caught on anything. The stenosis was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.